Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database for product analysis, it was observed that on office visit on (B)(6) 2010 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2010 was within normal limits. The device was interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the device frequency, off time and magnet on time back to previous settings. No patient adverse events were reported.